Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2f54s serial# implanted: (B)(6) 2021 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2f54s, ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had a hematoma near the lead site and were going into sur gery to stop the bleeding. No other details were given. The issue was resolved at the time of the report. There were no device issues reported, and no further patient complications reported at this time.